Manufacturer narrative:
(B)(4). Brand name. Heartware® ventricular assist system - battery. Device evaluated by MFR: yes . (B)(4). Brand name. Heartware® ventricular assist system - battery. Device evaluated by MFR: yes . (B)(4). Brand name. Heartware® ventricular assist system - battery. Device evaluated by MFR: yes . (B)(4). Brand name. Heartware® ventricular assist system - battery. Device evaluated by MFR: yes. (B)(4). Brand name. Heartware® ventricular assist system - battery. Device evaluated by MFR: yes . (B)(4). Brand name. Heartware® ventricular assist system - battery. Device evaluated by MFR: yes. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported that the patient was experiencing power switching events. A controller, two ac adapters and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries's connection to a controller during the analysis of the units. Results revealed that the electrical connection between the batteries and a controller was stable. Failure analysis of cac014701 revealed that the unit passed visual and functional testing; the connection between the ac adapter and a controller was stable. Failure analysis of cac012947 revealed that the output cable was detached completely from the cac housing. A review of the manufacturing documentation confirmed that cac012947 met all requirements for release. The detached output cable observation is not related to the reported event and was likely due to the mishandling of the device by the patient/user. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections   please note that (B)(4) was previously captured under patient identifier (B)(6), MFR# 3007042319-2017-01812 which has been deemed to be a duplicate complaint of patient identifier (B)(6), MFR# 3007042319-2017-00939.   Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: ac adapter / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: bat208905 - 1650de - exp. Date: 09/30/2016 - (B)(4), bat211061 - 1650de - exp. Date: 11/30/2016 - (B)(4), bat208104 - 1650de - exp. Date: 09/30/2016 - (B)(4), bat208086 - 1650de - exp. Date: 09/30/2016 - (B)(4), bat208404 - 1650de - exp. Date: 09/30/2016 - (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that there was power switching and there was no effect on patient. It was stated that the log files will follow as soon as possible. Controller was exchanged together with batteries and alternating current (ac) adapters that powered the controller. It was further stated that the patient was doing fine. No additional information available.

Manufacturer narrative:
(B)(4) - catalog: 1650de - exp. Date: 09/30/2017 - received: 06/23/2017. (B)(4) - mfg. Date: 09/18/2015 - received: 03/14/2017. (B)(4) - mfg. Date: 11/10/2015 - received: 03/14/2017. (B)(4) - mfg. Date: 09/10/2015 - received: 03/14/2017. (B)(4) - mfg. Date: 09/10/2015 - received: 03/14/2017. (B)(4) - mfg. Date: 09/13/2015 - received: 03/14/2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.